Event description:
One pt sample with discrepant creatinine results. Initial result gave 2.8 mg/dl; repeat gave 1.1 mg/dl. Initial result was reported. Patient not adversely affected. The field service rep determined the cause for the discrepancy was due to the r1 probe rinse not working due to a failure of valve sv7. Replaced sv7 valve, squeegees and cleaned mixers. Performance tests were performed and within specification.